Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the ultrasound probe piezo elements were damaged. The light guide lens was cracked. The light guide bundle was damaged. The bending section cover adhesive was worn out. The connecting tube was wrinkled near the adhesive. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited deep cuts in the pink probe coating that reached the glue layer. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be further presumed from the information obtained in this investigation. The device was not returned to the legal manufacturer. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.